Event description:
Asr revision; asr xl system - (right hip); reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - bi-lateral, asr xl system (right) incorrect see below, reason(s) for revision: alval / soft tissue reaction. This dint is for the right hip revision. For the left hip revision please see com (B)(4) ((B)(4)). Update received (B)(6) 2014. Surgery date amended. Surgeon forename added. Update received (B)(6) 2014. Hip side and implant date: (B)(6) 2014 amended. Correct hip side is left. Update - added additional reason for revision, amended implant date and revision date. Taken from claimsuite dated (B)(6) 2014. Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - bi-lateral. Asr xl system (right). Reason(s) for revision: alval / soft tissue reaction. This dint is for the right hip revision. For the left hip revision please see (B)(4). Update received 23rd september 2014. Surgery date amended. Surgeon forename added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - bi-lateral. Asr xl system (right), incorrect see below. Reason(s) for revision: alval / soft tissue reaction. This dint is for the right hip revision. For the left hip revision please see (B)(4). Update received 23rd september 2014. Surgery date amended. Surgeon forename added. Update received 31st october 2014. Hip side and implant date: (B)(6) 2014 amended. Correct hip side is left. Update - added additional reason for revision, amended implant date and revision date. Taken from claimsuite dated 1st nov 2014. Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - bi-lateral asr xl system (right) incorrect see below, reason(s) for revision: alval / soft tissue reaction. This dint is for the right hip revision. For the left hip revision please see com (B)(4) ((B)(4)). Update received (B)(6) 2014. Surgery date amended. Surgeon forename added. Update received (B)(6) 2014. Hip side and implant date: (B)(6) 2014 amended. Correct hip side is left.